Event description:
Reference number (B)(4). Event occurred in bodesh. It was reported that patient faced infusion set tube detachment event on (B)(6) 2024. The site of detachment was tubing connector. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1 : patient city : (B)(6). Patient country : bodesh. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.